Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and pain. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to extreme pain on the pod site. The patient's blood glucose levels were unknown while wearing the pod between 24 and 36 hours. The patient was treated with morphine via IV (intravenous). The patient was released the following day. The pod was removed before going to the hospital and applied a new one after being released from the hospital.